Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, it was confirmed by an operational check that the right button reacted as if pressed twice when pressed only once. The front panel/keypad led board was replaced to address the issue.